Event description:
It was reported that during placement, the urine flow was poor in the foley catheter and the bladder was full of urine.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A review of the risk document was performed for this investigation. The reported event is addressed and the residual risk for this event is low. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿walls do not have enough hoop strength¿. However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: [directions for use] 1. Method of use. (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.